Event description:
It was reported that an empty cartridge alarm occurred while attempting to load a new cartridge. Customer¿s blood glucose level was displayed as "high". A correction injection was delivered to address the bg. A supply change was performed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.